Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported the alarms were not audible. System check was performed with tandem technical support, and no issues were identified. Customer changed supplies to address the occlusion alarms. Customer¿s blood glucose level was 176 mg/dl.